Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an inaccuracy during the case. The left l4 k-wire was medial on x-ray. The trajectory was replanned to use a different path, but the same thing occurred. There was no patient harm and the procedure was delayed less than an hour. Additional information received from a manufacturer representative reported that it was unknown how much the trajectories were deviated. The surgeon attempted to change the trajectory to avoid the deviation, but the results were the same. The suspected cause was the pedicle being very small and this was a concern prior the case. The surgeon decided to place unilateral screws on the right side and they removed the guide wires on the left side. There was no patient harm.

Manufacturer narrative:
Other relevant device(s) are: product ID: asm0206, serial/lot #: (B)(4), ubd: , UDI#: (B)(4) device evaluated by MFR. A medtronic representative went to the site to test the equipment. Testing revealed that the shoulder needed to be recalibrated. The surgical arm then passed stress and accuracy tests. The system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any.

Manufacturer narrative:
D10: the serial number of the surgical arm was updated to (B)(6). H3, h6: the arm was returned for product analysis. The analysis determined that the arm had a body failure, encoder failure, spl itter card failure, the body was broken, the motor and plastic gear were faulty, a bearing failure, there was a harmonic drive failure, the lemo harness was worn or torn, and the arm failed an accuracy test. B01, c02, c07, and d02 are applicable to the product analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.